Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the possible extension sets with lot numbers 6054040, 6037837, and 6026896 exhibited a leakage. The cassette and pump were attached. There was patient involvement, no patient injury was reported.